Manufacturer narrative:
Adddtional manufacturer narrative: h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: non-reactive pupil and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with lens rotation, significant reduction of iridocorneal angles, significant shallowing of the ac, pain and mydriasis. Lens was exchanged for a shorter length lens.